Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer stated that the ambulance was called. The customer's blood glucose was 1600 mg/dl at the time of incident. The customer also reported that they experienced low blood glucose of 10 mg/dl and ambulance was called and took them for hospitalization. The customer stated that they were unconscious. The customer declined to troubleshoot for high or low blood glucose. The insulin pump will not be returned for analysis.